Event description:
Patient reported their teeth have chipped. They went to their dentist who informed them that the byte aligners did not move any of their teeth. Now their front teeth are touching and causing fractures and weakness.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.